Event description:
While examining the customer's device for an unrelated issue, physio-control observed a broken pin lodged inside the device's therapy connector assembly. As a result, defibrillation therapy may not be able to be delivered, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then replaced the therapy connector assembly and completed other unrelated repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.